Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 5.2-5.3 cm and 22.3-22.4 cm from the pin consistent with lead friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.